Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation. Reported event of backup operation was confirmed. As received the device was in backup mode. Analysis of device image found that backup occurred due to power on reset. After reloading device firmware, power on reset was reproduced which is consistent with a defective hybrid. Device battery was found to be above elective replacement level. Longevity assessment was normal.

Event description:
It was reported that before implant procedure it was found during interrogation that new pacemaker was in backup mode. The pacemaker was not implanted and procedure was completed using an alternate pacemaker during procedure on (B)(6) 2019. The patient was stable.